Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an office interrogation the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited loss of capture and impedance measurements greater than 3000 ohms. At that time the physician elected to turn off the ra lead and continue to monitor the patient. Over six years later the ra lead impedance was noted to be greater than 2000 ohms, but had previously been at 600 ohms over the past month, which indicates the ra lead was programmed back on at some point. The ICD was being explanted for end of life (eol), thus the physician elected to also explant and replace the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.